Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra 2 meter would not power on. The patient manages her diabetes with pills, and dieting and/or exercise. The patient indicated that the alleged meter issue started a day prior, at an unspecified time during the morning. She claimed that the meter would turn on by pressing the power button. However, she claimed that the device would not power on when a test strip was inserted into the device. Through troubleshooting, the one touch customer advocate (otca) noticed that the patient was not using correct test strips with the reported meter. She was attempting to use non-lfs test strips with the one touch ultra 2 meter. Due to not being able to test, the patient claimed that she developed high blood glucose symptoms that same day during the night. She reported symptoms of thirst, nausea, dizziness, and a headache. The patient denied receiving treatment because of the alleged issue. The patient did not have correct test strips for troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged meter issue began.